Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic following a remote transmission. The device was interrogated and there were episodes of post-paced t-wave oversensing. Technical support was contacted and device reprogramming was recommended. The patient was stable with no adverse consequences.